Event description:
The complaint was reported as: the circuit failed the est test when setting up the ventilator. No pt injury reported.

Manufacturer narrative:
The device sample was not returned for eval.